Event description:
On 12/15/97, the chief tech reported a loose header was detected during prime. This incident occurred with an mca 200 dialyzer. Dialyzer was not used; therefore no pt contact occurred. Dialyzer was discarded.